Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: online customer review.

Event description:
Alleged false positive sars result for 1 asymptomatic consumer. There was no mention of confirmatory testing being completed.